Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. \device UDI lot/serial: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Intra-procedure imaging revealed a suspected proximal type I endoleak, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On an unknown date, aneurysm enlargement was revealed with the persistent proximal type I endoleak. On (B)(6) 2015, the patient was implanted with two aortic extender components to treat the proximal type I endoleak. On (B)(6) 2015, a follow-up computed tomography angiography (cta) revealed that the proximal type I endoleak still remained. The physician elected to monitor the endoleak. Reportedly, on simple cts that had been performed from (B)(6) 2015 to (B)(6), 2016, aneurysm enlargement was not revealed.